Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). On (B)(6) 2016, it was reported that when the product was unplugged, the compressed air was continuing to go out of the hose. It appears that the security does not function. There was compressed air in the surgical field. The surgeon, dr. (B)(6) is worried about the patient; there is a risk of infection. On (B)(6) 2016, it was clarified that there was no hole in the hose, the leak is located at the connector (between the handpiece and the hose), and it appears that the little ball inside the hose is preventing air to go out when the handpiece is not connected. An alternate product was not retrieved to complete the surgery. The customer returned an air dermatome ii hose, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated air dermatome ii hose serial number (B)(4) as documented in the repair reports in livelink. The device history record (DHR) review for the air dermatome ii hose, serial number (B)(4), noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the air dermatome ii hose on july 13, 2017 revealed that it appeared that the o-ring was not properly seated in the hose end. Functional testing of the air dermatome ii hose was unable to be performed. Repair of the air dermatome ii hose was not performed by zimmer biomet surgical as it is not a serviceable component. The reported event ¿the product was unplugged; the compressed air was continuing to go out of the hose. It appears that the security does not function¿ was non-verifiable since during initial inspection functional testing was not performed. The o-ring is not properly seated in the hose end. The reported event was non-verifiable since during initial inspection functional testing was not performed. The o-ring is not properly seated in the hose end. The reported event was non-verifiable since functional testing was not performed, hence, a root cause cannot be determined. There were no other issues with the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome ii hose, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that when the device was unplugged, the compressed air was continuing to go out of the hose. The leak was located at the connector (between the handpiece and the hose), it appears that the little ball inside the hose preventing air to go out when the handpiece is not connected is broken no adverse events were reported as a result of this malfunction.